Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device continuously rebooted by itself, unexpectedly. There was no patient involvement associated with the reported event.